Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, multiple episodes of oversensing were observed on the right atrial (ra) lead. The ra lead is currently being monitored, and the patient was stable with no adverse consequences. Related manufacturer reference number: 2938836-2019-05952.

Manufacturer narrative:
Upon review, the right atrial (ra) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received from technical support indicates the over-sensing was caused by right atrial (ra) lead noise and the over-sensing was correctly recognized by the noise reversion algorithm.